Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during cardiac surgery, the device did not seal the vessels. The doctor tried using it three times in the same area, but it did not work properly. The jaws were very stiff and jammed repeatedly. They got stuck and could not open them until the ligation got out of the patient's tissues. On the machine, everything worked correctly, the sounds and all that, not even an error message. Tried to burn veins and small branches with the ligation, and all the excess fat was released. There was bleeding, and they had to open the leg to control it, making an additional incision at the bleeding point.

Manufacturer narrative:
D10 concomitant products: vlft10gen, vlft10gen ft series energy platformx1 (serial #: (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during cardiac surgery, the device did not seal the vessels. The doctor tried using it three times in the same area, but it did not work properly. There was no patient injury.

Event description:
According to the reporter during cardiac surgery, the device did not seal the vessels. The doctor tried using it three times in the same area, but it did not work properly. The jaws were very stiff and jammed repeatedly. They got stuck and could not open them unit the ligation got out of the patient's tissues. On the machine everything worked correctly, the sounds and all that not even an error message. Tried to burn veins and small branches with the ligation and all the excess fat was released. There was bleeding and they had to open the leg to control it, making an additional incision at the bleeding point.

Manufacturer narrative:
Additional information: b5, g3, h6 (ime, fdd). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.